Event description:
Customer states: "the ureteral catheter was inserted into ureter over a guide wire. When removing, a piece broke off; about 2 inches. Looks like it was shredded. The piece fell into the bladder, forceps were used to retrieve. Not aware of additional harm to patient."

Manufacturer narrative:
One opened catheter was received in two (2) pieces. A scrape was noted to be 14.2cm in length. Several 'nicks' were also noted along the length of the catheter. A 1cm piece of the tubing was noted to be attached to one of the pieces. The customer was contacted and informed that 13.2cm of scraped tubing was missing. The customer indicated that they spoke with the nurse and surgical tech involved in the incident. They stated they found several tiny fragments in the bladder and washed them out. The customer then stated they spoke with the surgeon to see if he had seen the 13.2cm scraped portion, he indicated that he did not. He then ordered a kub for the patient; no date has been set. This patient had a stent replaced last wednesday, which was done under fluoroscope, no complications were noted. When more information becomes available, it will be forwarded to the proper authorities.